Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) procedure with a 6f sheath. Reportedly, the suture did not come out; it remained stuck inside the device. A new prostyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.